Manufacturer narrative:
Date of birth: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2022-00042.

Event description:
The user facility reported that two angio-seal devices were used on the same patient. The second angio-seal device involved could not be deployed. Blood did not come out from the arteriotomy locator as intended; blood came out from the insertion sheath instead. The patient was in stable condition. There was no patient injury or medical intervention required. Hemostasis was achieved by manual compression. Additional information was received on 04 feb 2022: patient record stated that the indication was a delayed percutaneous coronary intervention (pci). Access site was right, radial, and femoral puncture. Access site was changed to femoral because the radial failed. Outcome was dvd. Intra-operative complication was a nil. The vessels involved were the left anterior descending (lad) and the left circumflex (lcx) coronary arteries. Contrast used was a ultravist. Pre-angio creatinine was 1.1. Procedure time was 51 minutes. Fluoro time was 8 minutes. Heart results of the right dominant coronary system showed that the lm was normal, right coronary artery (rca) was normal and the proximal left coronary artery (plcx) was 50% stenosis. Under aseptic condition and la, right femoral artery (rfa)(due to failed radial puncture fr jr3.5-dx catheter and 6fr jl3.5 guider) angiogram was taken. Proximal (plad) 80% stenosis with ulcerative plaque stented with 2.75x18mm resolute integrity (des). Left main (lm) was engaged with a 6fr jl3.5 guider and a runthrough wire was passed the left anterior descending artery (lad) lesion and predilated with 2.5x15mm sapphire ii pro balloon and was stented with a 2.75x18mm. Resolute integrity (des). Timi 3 flow. No complication. Medical treatment for left circumflex artery (lcx). Plavix 1 once a day (od) for 3 months (dapt 1 year) and aspirin 1 once a day (od) for life. Additional information was received on 05 feb 2022: the size of the sapphire ii pro balloon that was used was 2.5x15mm. Bleeding was observed from the sheath hub. The procedure performed was a pci, radial puncture failed so the doctor changed to femoral. Blood came out from the sheath hub so the doctor proceed with withdrawal of the device. The procedure sheath size used was a 6fr. There was no damage observed on the sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion, the pci was considered easy. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - code 114 is based upon the evaluation of user facility information and the investigation of the returned sample; code 213 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for product evaluation. The returned device included the mated hemostasis sheath and locator, carrier tube, header bag, and the polyfoil pouch. The returned device was subjected to visual analysis. The carrier tube was observed to be in manufactured forward lock position with the color bands concealed. The hemostasis sheath and locator were returned mated but not completely. The orientation of the locator was not proper to mate with the sheath. The sheath and locator were properly mated and the blood inlet holes were properly aligning. The blood inlet and outlet holes were measured on the locator, and were found to have been 0.057 inches and 0.019 inches respectively. Both dimensions were within the specification of 0.056 inches (+/- 0.002) and 0.019 inches (+/- 0.003), as defined in 6fr locator drawing. The blood inlet hole was also measured on the hemostasis sheath and was found to have been 0.040 inches, which was within the specification of 0.038 inches (-0.002 / +0.004), as defined in 6fr hemostasis sheath drawing. Functional testing was performed, and back flow was tested by injecting water into the distal tip and checking for obstructed or insufficient fluid flow through the proximal end. No issue was able to be found with the device function. No leakage was found from the hub of the device. The complaint can be confirmed for the alleged issue since the locator and sheath were not properly mated upon receipt. It is likely that the blood came out of sheath since the components were not properly mated. The device was functionally tested and appeared to function properly. The inlet and outlet holes were measured and were found to have been within specification. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).